Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in three pieces. X-ray examination of the lead found the helix was stretched consistent with procedural damage. The helix mechanism/ extension length test could not be performed due to as received condition of the helix. Electrical testing did not find any indication of conductor fractures or internal shorts. Additional finding unrelated to the reported event: visual inspection of the lead found an external insulation abrasion breaching the optim sheath only at the proximal region of the lead. The silicone tubing was not abraded in this location. The cause of external insulation abrasion is consistent with friction to the device can.

Event description:
Related manufacturer reference number: 2017865-2024-70373. It was reported a patient's atrial lead presented with oversensing noise and inappropriate automatic mode switch (ams). The atrial lead noise was reproduced so the patient was scheduled for explant on (B)(6) 2024. During procedure it was noted the atrial lead had an insulation breach and the right ventricular (rv) lead had dislodged so both leads were extracted in the same procedure. Post-procedure the patient was stable.